Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported desired settings not available when they tried to increase stimulation. Patient was at 4.6, 7.0, 7.0 and 1.8 amplitude. Patient has tried other groups and they can't increase stimulation either. Patient went on a car trip and since about a week ago, they have not been able to increase stimulation. Patient has been able to increase stimulation in the past. Patient was told by their wife that the implant bulged out, that it's not in the same place as before. No symptoms were reported.